Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was downloaded locally and provided for analysis. Device history log was reviewed by our investigator in brézins. All infusions shown in the log run normally and reach their expected target volumes. The occlusion alarms that occur happen at the end of the bag, which is an expected situation and naturally stops the pump after a successful infusion. No abnormal shutdown is observed during any active infusion. The only irregular behavior is the large number of mains disconnection and reconnection actions (mains disconnection and back to mains), all performed by the user, which do not affect the correctness or completion of the infusions. It is also very likely that the staff mistook the long kvo phase (around 4 hours) for an abnormal infusion delay. Kvo is a normal low-rate phase that begins after the programmed volume has already been fully infused, and should not be interpreted as extended infusion time. Overall, the pump behaves normally, the infusions complete correctly, and no malfunction is detected apart from the repeated power source changes. The reported device was not returned to brézins for investigation. Device history log was reviewed by our investigator in brézins. No malfunction was noted that could match the description of the event apart from a scheduled switch to kvo (keep vein open). No information was provided regarding any eventual repairs made on the device. Based on available information, this complaint is considered as not valid with no issue. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.

Event description:
The following has been reported by customer: on (B)(6) 2025, the mentioned pump malfunctioned during drug administration, resulting in the chemotherapy infusion being prolonged by approximately 4 hours beyond the scheduled time. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.